Event description:
Customer reported a malfunction on the pump after accidentally proceeding through the cartridge replacement cycle without loading the cartridge. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the issue reappeared, which the customer acknowledged and understood.